Manufacturer narrative:
If provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having issues with the incision not healing, but there are no signs of infection. Also, this right ventricular (rv) lead exhibited low amplitude. Additional information from the field representative indicates that this lead is suspected to be micro-dislodged. This lead remains in service and there are no further actions planned at this time for this lead. No adverse patient effects.